Event description:
Customer alleged blood glucose results of 432 mg/dl and 189 mg/dl when testing was performed back-to-back on the advantage system. Customer reported having no symptoms and did not treat/act on results. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.